Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-01326. It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with a monarc sling system. The plaintiff's attorney also reported that a "corrective" surgery occurred on (B)(6) 2011. It was alleged that the plaintiff has "experienced significant mental and physical pain and suffering". The plaintiff's attorney also alleged that the plaintiff "has sustained permanent bodily injury, will likely undergo additional corrective surgery, has suffered other loss, including but no limited to, obligations for medical services, and has endured impaired physical relations with her husband." The plaintiff has "suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life".